Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the tip broke off in patient when creating the colpotomy. The tip was removed from the patient. Case was not completed with a harmonic device. One device was discarded.